Event description:
It was reported that the user¿s dexcom g7 sensor displayed glucose values in the dexcom app but repeatedly failed to pair with the ilet, prompting an on-device prompt to connect cgm or enter bg and multiple pairing failed alerts; the issue was resolved after guided troubleshooting, including toggling cgm model selection and entering the pairing code, followed by an ilet restart, after which the sensor successfully connected and displayed glucose values on the ilet. Symptoms included no reported adverse physiological effects. Outcomes included restoration of cgm connectivity on the ilet and return to normal operation without clinical intervention or hospitalization. Investigation included customer service troubleshooting and device reboot to assess pairing function. Investigation of this case revealed a temporary pairing failure between the ilet and the dexcom g7 cgm that resolved with device restart, indicating transient communication or software synchronization behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient device-software communication issue that resolved with standard troubleshooting.